Event description:
It was reported via repair work order that the head section was very hard to move due to being bent. The load wheel casting was broken which could affect cot loading and unloading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was also found that the load wheel casting was broken which could affect loading and unloading of the cot into and from the ambulance.

Event description:
It was reported via repair work order that the head section was very hard to move due to being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.